Manufacturer narrative:
Concomitant medical product: 4398-88 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited a ride through power on reset (por). The crt-p remains in use. No patient complications have been reported as a result of this event.